Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded.

Event description:
It was reported that the patient underwent a btb autograft acl repair procedure on (B)(6) 2017 and during the procedure, the 9mm low profile reamer broke as the surgeon was drilling the femoral tunnel. The reamer broke about 20mm deep and was removed. The case was completed without further incident. On (B)(6) 2017, the surgeon reached out to the rep to report that while observing the patient's post-op x-ray, it looked as if there was still metal from the reamer in the patient. The surgeon stated that he may have to schedule a revision surgery to re-scope the knee. Surgeon plans to observe patient over next several weeks to see if the piece drifts. If the piece moved then a revision surgery will be scheduled. If the pieces stays put the surgeon does not plan to go in to retrieve the fragment. Patient is a (B)(6) y/o male weighing (B)(6).